Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The visual inspection of the returned device performed as part of the product investigation reported the tip of the screwdriver is worn and one side wall is broken off and was not returned. The handle has various marks and scratches, and the laser marking on the handle is clearly visible. The brown handle has minor marks from routine use, and the distal tip is worn and slightly stripped. The returned device shows regular use during its 12 year lifespan. It appears that the instrument tip was subjected to a high force that slightly deformed one edge of the tip. This could have been caused by the instrument impacting the floor or could have been caused during sterile processing. A visual inspection, functional test, complaint history review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawing (B)(4) for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. This device was manufactured prior to implementation of CAPA (B)(4) on dco # (B)(4). This CAPA addressed the issue of tip breakage due to the shaft material. The returned instrument(s) are used to insert 7.3mm cannulated screws, and proper use and maintenance are addressed in technique guide j4552-g. The returned device is multi use and is one of two methods for inserting 7.3mm cannulated screw. The current design is determined to be suitable for its intended use when used and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated hexagonal screw driver was damaged. A piece is missing. It is not known how the part was damaged. There was no patient involved. This is report 1 of 1 for (B)(4).